Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that at the end of the procedure, when the surgeon was removing the trocars, the system shut down. This caused fluid to enter the eye. As a result, the patient experienced a retinal detachment. The system was rebooted to start the case over again. Additional information has been requested.